Manufacturer narrative:
Mckee et al. "A multicenter, prospective, randomized, controlled trial of open reduction internal fixation versus total elbow arthroplasty for displaced intra-articular distal humeral fractures in elderly patients." J shoulder elbow surg (2009). 18:3-12. No device or photos were received; therefore, the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The following sections could not be completed with the limited information provided. Initial reporter - the article was written by michael d. Mckee, christian j.h. Veillette, jeremy a. Hall, emil h. Schemitsch, lisa m. Wild, robert mccormack, bertrand perey, thomas goetz, mauri zomar, karyn moon, scott mandel, shirlet petit, pierre guy and irene leung involving the hospitals st. Michael's hospital and university of toronto, royal columbian hospital and university of british columbia, mcmaster medical centre and vancouver general hospital and university of british columbia, canada.

Event description:
It is reported in a journal article that one patient experienced component malalignment of greater than five degrees following elbow arthroplasty. No further information is available.